Event description:
It was reported that pump displayed multiple repeated cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived, received instructions to place faulty pump into storage mode and return it with a prepaid label, and was informed that pump settings and cgm connection would need to be set up again on replacement, which customer understood and acknowledged.